Event description:
It was reported that a new dexcom g7 sensor paired to the dexcom mobile app but failed to pair to the ilet, resulting in an ilet connectivity issue; the problem aligned with an intermittent communication failure associated with the antenna/electrical-magnetic components of the integrated system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between components, with intermittent communication failure implicated and the antenna component identified within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.